Event description:
The svc report shows that the device would not maintain sys pressure. The nellcor puritan-bennett factory svc technician inspected the device and replaced the outlet check valve leaf. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.